Event description:
It was reported that an inner ear infection was confirmed by the surgeon 4 days after vorp implantation. No benefit from vsb activation was observed. Based on diagnosis of severe snhl, a re-implantation with a cochlear implant was decided. Patient was re-implanted on (B)(6) 2012 with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.